Event description:
The customer reported that the monitor should have alarmed for a high priority alarm but no alarm was rec'd. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor should have alarmed for high priority alarm but no alarm was rec'd. The hospital biomedical engineer tested the monitor and it passed all testing. No pt harm was reported. Pt harm is possible should the clinician not be alerted to a change in the pt status outside of the preconfigured pt parameters. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.